Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The clip on the irrigation clip broke trying to take it off. Pka procedure. There was a surgical delay of 1 minute.

Manufacturer narrative:
Reported event: it was reported that irrigation clips break almost every case. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: not performed as no lot no was provided. Complaint history review: not performed as no lot no was provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The clip on the irrigation clip broke trying to take it off. Pka procedure. There was a surgical delay of 1 minute.